Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple bolus deliveries and all registered properly in the bolus history. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that the insulin pump was over delivering insulin. The caller mentioned having low and high blood glucose. Determine that the customer was using two vials of insulin a month, and she should only be using one. The customer stated that her blood glucose dropped to 39mg/dl. No further information was provided.